Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report repeated 40084 errors. Tse was able to see the errors were related to universal surgical manipulator (usm1). The customer swapped the carts. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was advised of error 40084 on universal surgical manipulator (usm1). Customer swapped carts from sk4960 and sk1861 and errors 25730, 25733, and 25734 triggered on sk1861 while booting. Fse replaced usm1 and performed calibration and testing while connected to sk4960. All testing passed with no errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 40084 error was found indicating that the fault occurred in the field. Upon visual inspection, no damage was found that would be related to the reported event. The universal surgical manipulator (usm1) was then installed onto a patient side cart fixture test platform (pftp) where the unit failed fiber testing. Once testing was completed, the clock spring fiber was further tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a communication error due to a fault of the clock spring fiber within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.